Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08670 inches. No unexpected battery power loss, pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer also reported that the insulin pump was exposed to x ray and it was not working. The insulin pump will be returned for analysis.